Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while preparing for use, during inspection, the machine was alarming. The customer stated that the unit alarmed as soon as it was turned on, and it smelled like burnt electronics. There were no labeling and/or packaging issues. It was not a service event and out of box failure. There were other reported issues. The event was not considered life-threatening. There was no patient involvement.